Event description:
It was reported that an increase in pacing impedance and loss of capture (loc) was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The lv lead was explanted and replaced to resolve event. The patient was stable.